Event description:
The customer reported hydrogen peroxide contact. The customer reported itching and white spots on their hands. The customer washed their hands under cool water. The employee did not seek medical attention or require treatment. The customer stated that he recovered within 24 hrs. The customer stated that the vaporizer plate was not in place.